Manufacturer narrative:
The field service engineer (fse) upon inspection discovered that the arc waste pump float sensor showed evidence of burn/charring. There was no further damage to the instrument. A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences since the waste pump was replaced by the fse. The architect operations manual contains adequate information for troubleshooting the observed issue. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the immunoassay platforms tracking and trending data revealed no systemic issues or trends with regards to the current issue. The 2024 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Based on the investigation no systemic issue or deficiencies were identified.

Event description:
The customer observed smoke emanating from the external waste pump connected to the architect i2000sr analyzer. No impact to patient management or user safety was reported.